Event description:
Litigation papers allege pain and elevated metal ion levels. **update** (B)(4) 2013 - sales rep reported revision surgery. Patient was revised to address pain. The complaint was updated on: (B)(4) 2013. **update** (B)(4) 2014 - plaintiff¿s preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on (B)(4) 2014. Update: (B)(4) 2014 - medical records received. Patient was revised to address metallosis, corrosion on the trunnion, a cyst, and bone damage. The stem and sleeve have been added to the complaint. This complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.